Event description:
Treatment pressure setting on my CPAP device changed from 10.0cmh2o to 6.0cmh2o without having been changed by me or my doctor. Also, on 5 different occasions in (B)(6) and (B)(6) of 2022 treatment pressure dropped off around 4.0cmh2o while the device was in use. I have data from the sd card from the CPAP device to support the treatment pressure problems. FDA safety report ID# (B)(4).